Manufacturer narrative:
(B)(4). The lot/batch was not provided; therefore, the manufacturing records could not be reviewed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you please clarify the event with regard to the following; did the device staple? Was the staple line complete? Did the device cut? Was the cut line fully circumferential around the target tissue? How was the procedure completed? Were there any patient consequences?

Event description:
It was reported that during an unknown procedure, suspected incomplete firing of the device. Incomplete staple formation a possibility as no ¿crunch¿ was evident. Was there a patient impact or was the procedure extended greater than 30 minutes due to the failure? Unknown.